Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately eight years post index procedure the patient presented emergently with a contained aortic rupture. A CT revealed that the aneurx stent graft had migrated approximately 3.5cm from the lowest renal artery and there was a type ia endoleak. The patient displayed mild vessel calcification, greater than 45 degrees of angulation at the proximal aortic neck, and severe vessel tortuosity. The physician elected to implant two endurant ii aortic cuffs and elected to implant aptus endoanchors. It was noted that the endoleak remained after the placement of the first cuff 36x36x49 and endoanchors, but resolved with the placement of the second cuff 32x32x49. The intervention resolved the event(s). The physician stated the cause to be anatomy related; specifically, angulation and disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.